Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no power by button or by test strips while using the adc reader. As a result, on (B)(6) 2022, the customer experienced disorientation, sweating, and a loss of consciousness, however, regained consciousness and self-treated with glucose. No third-party treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been update from (B)(6) based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was de-cased and the battery voltage was measured as 2.52v (acceptable range is 3.7v to 4.2v). Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Mix match testing was performed to determine the cause of the reported issued. A new unused battery was placed in the returned reader; but the reader did not power on. Applied pressure to microcontroller processor (mcp). Observed returned reader did power on with button press and able to set time/date and confirm uom (units of measurement). Therefore, it was determined that the root cause was a defective mcp component. The issue is confirmed due to a poor soldering of the mcp. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release.

Event description:
A customer reported no power by button or by test strips while using the adc reader. As a result, on 09 jul 2022, the customer experienced disorientation, sweating, and a loss of consciousness, however, regained consciousness and self-treated with glucose. No third-party treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.